Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause of high readings are due to improper storage: strips left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 256, 176 and 210 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 139 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 07/23/2017. The meter memory was reviewed for previous test result history: 256mg/dl, (B)(6) 2017, 07:25 pm, fasting:yes; 176mg/dl, (B)(6) 2017, 10:53 am, fasting: yes; 210mg/dl, (B)(6) 2017, 06:10 pm, fasting:yes; 167mg/dl, (B)(6) 2017, 04:39 pm, fasting: yes; 255mg/dl, (B)(6) 2017, 01:55 pm, fasting:yes. Memory concerns:256 mg/dl. Customer states a1c is around 6.0.